Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the haptic was found broken while it was being loaded. There was no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
According to additional information received the surgery was completed on the same day using the backup lens. It was the trailing haptic that was broken.